Manufacturer narrative:
Investigation: eight photos were received and evaluated. Three of the photos each displayed two blister packs from batch #8338910 (p/n 309628). Five photos each depicted a different loose 1ml syringe with scale marking issues. One syringe had a majority of the grad line missing between the 0.6ml and 1ml marking, two syringes each had 3 numbers missing or smudged, and two syringes had partially missing grad lines near the 0.9ml and 1ml marking with one of the syringes missing the ¿1¿. Four of the five syringes displayed in the photos had at least half of one line or number missing and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing scale defects is associated with the marking process.

Event description:
It was reported that scale marking error occurred with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the department of drug preparations has found that the syringes used have a poor print and that the graduation is completely or partially missing. The syringes cannot be used in the production process."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the department of drug preparations has found that the syringes used have a poor print and that the graduation is completely or partially missing. The syringes cannot be used in the production process."

Manufacturer narrative:
Investigation: eight photos, four loose 1ml syringes and five top webs from batch #8338910 (p/n 309628) were received and evaluated. One syringe had a majority of the grad line missing between the 0.6ml and 1ml marking, two syringes each had 3 numbers missing or smudged, and two syringes had partially missing grad lines near the 0.9ml and 1ml marking with one of the syringes missing the ¿1¿. All the received syringes had scuff marks were the missing print occurred with at least half of one line or number missing and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the missing scale defects is associated with the assembly process. The scuff marks indicate the print was scratched off during the assembly.

Event description:
It was reported that scale marking error occurred with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the department of drug preparations has found that the syringes used have a poor print and that the graduation is completely or partially missing. The syringes cannot be used in the production process."